Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Litigation - not returned.

Event description:
It is reported that the patient legal councel that the patient was revised due to pain, loosening, and implant pulling and catching while walking. On february 19, 2016: at this time it is unknown if the tm patella was revised. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.